Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system had no video output. The issue was resolved when the representative replaced the computer. Once the computer was replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial biopsy procedure. It was reported that, while the representative was on site to prepare for a case, the system became unresponsive and was unable to recover the system through re-boots. The site aborted navigation and was able to complete the case without the use of navigation. There was a less than 1-hour delay to the procedure and unknown patient impact.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer had no malfunctions. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there was no impact to patient outcome and the case was done without navigation.